Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient notifier delivered noise. At the follow-up, high impedance was observed. It was suspected to be a connection problem with the header. During the revision, device header issue was confirmed. The device was explanted and replaced. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not received by the manufacturer for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.